Event description:
A patient had btm implanted on their arm and hand in 2021. Approximately 2 years post implantation, the patient has developed neuromas in their hand.

Manufacturer narrative:
The device was not available; therefore, a device evaluation could not be performed. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. Based on the information received, the cause of the reported neuroma could not be conclusively determined; the incident report was submitted in an abundance of caution. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or any inaccuracies in the labeling or instruction leaflet, of the medical device for the reported event. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).